Event description:
It was reported that the intention was to treat a cto in the rca. Recanalization of the rca was done and several pre-dilatations were perfomed. The stent delivery system (sds) was advanced uneventfully; however, during stent deployment the pt experienced ventricular fibrillation. The stent implanted using a pressure of 12-14 atm for 12 seconds. When retracting the sds into the guiding catheter, the delivery balloon separated from the shaft and remained in the coronary artery. Furthermore, the proximal hub also broke approx 8 cm from the proximal end. The pt was transferred to the surgical dept and the balloon segment was successfully retrieved. The pt outcome was good.